Event description:
The reported device was received for evaluation.

Manufacturer narrative:
(B)(4). As received, moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue around the stent circumference was minimal on the outflow aspect. X-ray demonstrated commissure 1 bent inward, commissure 3 bend outwards, and wireform intact. Incidental findings: the sewing ring was cut around commissure 2 as seen on the outflow aspect. Received with the valve were multiple fragments of what appeared to be host tissue, 10 pledgets, and 5 pieces of graft. The reported device was returned for evaluation where pannus formation was found as the possible reason for explant. Attempts to obtain additional information were unsuccessful. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacture narrative - attempts to obtain explanted device or additional information have been unsuccessful. Without return of the explanted device or additional information the reported explant cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 25mm bioprosthetic aortic valve, implanted seven (7) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm same model valve. Attempts to obtain device and additional information have been unsuccessful.